Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. The receiver log was reviewed and screen error alarms and firmware errors were observed. The customer complaint was confirmed during log review. A root cause could not be determined.